Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a lap sponge. The customer reports that the lap sponge linted in an open hysterectomy would and they washed it out. The customer stated that there was no impact to the pt. The customer further stated that they have no further info regarding this incident.